Event description:
Additional information reported patient underwent surgical intervention on (B)(4) 2026 to address the issue. However, the lead was unable to be placed. Further surgical intervention is pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient lost effective stimulation after a fall. X-rays revealed the lead had migrated. Surgical intervention may be pending to address the issue.